Manufacturer narrative:
From review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.

Event description:
It was reported that the event occurred during a stroke thrombectomy procedure. After succesfully tracking the vecta 71 catheter to the m1 clot the aristotle colossus guidewire was removed. The physician did not know the wire was fractured upon removing from the catheter and did not notice the tip in the aspiration catheter on imaging. When the physician aspirated the clot they notcied the tip of the guidewire collected in the vaclok syringe. There was no harm to the patient. The procedure was completed using another guidewire.